Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with large ketones. The reported blood glucose reading at the time of the call was 400 mg/dl. The customer stated that she had been experiencing high blood glucose levels for four days prior to the hospitalization. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.